Manufacturer narrative:
Through follow up, livanova was informed that the procedure was a total arch replacement operation; the complained pump was used in cerebral perfusion; the disposables in use were not livanova circuits and were respecting tube size and intended use per manufacturer specification. The link of the complained pump (mrp150) was set on the a pump side of the cardioprotective sensor configuration; the stop lasted several minutes. According to customer, the link between the two pumps occurred one (1) hour after the start of the operation, one (1) minute before the stop was noticed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Complaints database review revealed no similar event was ever reported from other customers. The serial read-out of the pump (real time device parameters and setting recording file) was gathered and analysed, with following results: 1. No deviation related to hardware or software was identified; 2. Several runaway_peak codes (from 16:31 to 17:41) confirmed that the hand crank was performed; 3. No other messages were logged before 16:31. Based on all above facts, no device malfunction was confirmed and root cause was identified in a pre-setting configuration applied before machine startup and not recognized. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 mast roller pump. The incident occurred in japan. A livanova field service representative was dispatched to the facility to investigate the device and replaced it with a replacement device. During the technician's activity, no abnormalities were found in the pump/sensor settings (such as the settings for cardioplegia pump link). Through follow-up communication livanova learned that on the mast roller pump 150, the pump link was automatically set without any action, the setting could not be released or changed. After turning it off and on again, the pump setting of the cardioplegia sensor module was released and normal operation was confirmed. Therefore, it was clarified that the user had not set any pump link, but this was automatically set as pump slave (on the mrp150 side). The device had worked without any problems in cases prior to this event. A livanova field service representative performed a serial readout extracted from the device involved and the evaluation will be provided after investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report stating that the s5 mast roller pump 150 set for brain isolation was automatically set as master-slave (master/follower assignment) to the roller pump 85 for myocardial protection (cardioplegia), and this led to the 150 pump to stop. The mast pump was turned off and circulation was ensured using the hand crank. Then it was turned on and the parameters were set to original state (setting off the master/follower assignment) . There was no patient injury.